Event description:
The customer reported that the insulin pump was not delivering the insulin, and no kinks in his tubing or bent cannulas were found. The customer stated that the doctor increased his basal rates to regulate his glucose level. The customer stated that since his glucose level was elevated, he bolused more than four times a day. The blood glucose reading was 365mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that the bolus history was inaccurate as well a low reservoir and off no power was found in the alarm history. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, basic occlusion, excessive no delivery alarm test. Unit had scratched display window.